Manufacturer narrative:
Lead model unk serial # unk implanted: 2003-(B)(6) explanted: unk, extension model unk serial # unk implanted: 2003-(B)(6) explanted: unk, lead model unk serial # unk implanted: 2003-(B)(6) explanted: unk, extension model unk serial # unk implanted: 2003-(B)(6) explanted: unk, implantable neurostimulator (ins) model 7426 (B)(4) implanted: 2009-(B)(6) explanted: unk.

Event description:
It was reported that a longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The settings were at 6.5 volts, 90 pw and 185 hz. It was unknown what therapy impedances were but it was believed they could be >2000 ohms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the cause of the event was unknown and there were no known patient symptoms. The left implantable neurostimulator showed impedances of >2000 ohms (current at 13, voltage 3.72) when measured on (B)(6), 2011. The ins battery was noted as "ok". The right ins had normal impedance measurements (956 ohms). The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.